Event description:
Product surveillance received an email stating that a patient reported a hole in the drain line. Product surveillance contacted the home patient (hp) in 2009 and she stated that she was not sure exactly where the hole occurred; just that she saw solution leaking from it and has already discarded the supplies. The hp stated that everything is going well and did not report any injury or medical intervention.

Manufacturer narrative:
Per the customer, the sample was discarded. A batch review will be performed for the lot number provided.